Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, discontinued orders were crossing over from cerner. The issue was checked with the local hospital information technology team on the network, and it was confirmed that the network was functioning normally. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.